Manufacturer narrative:
On inspection of the device at the service center, the issue was attributed to failure of the ccd camera. The ccd camera was replaced and the issue resolved.

Event description:
It was reported that there was image loss for a few seconds during a procedure. There was no patient injury or other adverse health consequence.